Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was getting good coverage from their implantable neurostimulator (ins) prior to a fall in 2016 but afterwards they were not able to charge. The leads appeared to be in a good spot. It was noted that the patient had seen a different manufacturer¿s representative (who was no longer with the company) 3-4 times in the past for the issue following the fall. The patient was scheduled for (B)(6) 2017 for replacement of the ins battery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.